Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready-screen I and ii (crrs 2) on the galileo. The sample contained an anti-fya.

Manufacturer narrative:
Review of instrument images: crrs 2 lot x299 g1-17 (fya+/fyb-) slight diffused border button with slight to no red cell adherence h01-4 (fya-/fyb+) nice tight button with no red cell adherence int= negative. Crrs 2 lot x299 repeat testing; g1-15 (fya+/fyb-) slight diffused border button with slight to no red cell adherence, h01-11(fya-/fyb+) tight button with no red cell adherence int= negative confirmed the reactivity of the fya antigen on retention crrs (I and ii), lot x299, with anti-fya. 2_cell testing performed with customer's patient sample using retention crrs (I and ii), lot x299 on in-house galileo. Sample exhibited 1+ reactivity with fy(a+) cell I and was nonreactive with fy(a-) cell ii as expected. We were unable to reproduce the unexpected negative reactivity observed by the customer with this sample.